Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was unable to charge and there was poor coupling. The patient kept seeing the reposition antenna screen on the recharger. The patient did state it was stored in a storage unit that was air conditioned. It was reviewed how to position the antenna over the implantable neurostimulator (ins), line up the antenna head under the incision and going down 1/2-one inch, and not placing it over bulky clothing. It was noted the patient didn't use a recharger belt. The patient continued to see the reposition antenna screen and repositioning the antenna did not resolve the issue. Another external advice was not available to use since the patient needed to put aaa batteries in the patient programmer (pp) but didn't have any so troubleshooting could not be performed with the pp. Following this an antenna locate feature was used which resolved the issue. After the antenna locate feature was done the patient reported seeing a power on reset (por) message and they were unable to clear it since they didn't have any aaa batteries to put in the pp. The patient was going to call back to clear the por message. It was noted the patient went through a security screener the day prior to the report but may have been caused by the antenna locate feature during troubleshooting. No patient symptoms were reported. The patient called back the following day and it was reviewed how to clear the por with the pp which successfully cleared the por. The patient was able to turn therapy back on and therapy was adequate. It was noted the por was not related to an overdischarge.